Manufacturer narrative:
The reported damage to the shaft was confirmed. Further investigation concluded that the catheter shaft had been split at the transition between the black and gray shaft material, due to an incomplete thermal bond.

Event description:
This report is to advise of an event observed during analysis confirming the reported split catheter shaft.